Manufacturer narrative:
The actual date of event is unknown.

Event description:
It was reported that the device had sticky plunger. There was no patient involvement.

Manufacturer narrative:
Correction: device manufacture date. Annex a: a25, a0401, a0404, annex g: g02001, g07001, g04055, g04037, annex b: b11, b14, annex c: c19, c0706, annex d: d14. Additional information: annex g: g02017, annex d: d01.

Event description:
It was reported that the device had sticky plunger. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer used for date of event. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 06nov2014. The review was performed from the date of manufacture to the present date 26apr2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the service history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device had sticky plunger. There was no patient involvement.